Event description:
The customer reported the monitor failed intermittently. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor power supply was replaced. The system was then found to be working as intended.